Event description:
Per the clinic, the device was explanted on (B)(6) 2021 and the patient was re-implanted with a new cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced a loud sound and subsequent loss of connection to the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. Explant and reimplantation is planned but has not yet taken place at the time of this report.